Event description:
It was reported that the handpiece sounded like it was leaking prior to the procedure, during the testing of the handpiece. There was no pt involvement and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality investigation. According to the quality engineer, no leaking was detected. The leak noted by the customer may have been the sound of a no-start condition due to worn vanes.